Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was above 500 mg/dl and she was transported to the hospital by an ambulance. The patient was treated with nph insulin administration via pen at the hospital. During the hospitalization, the blood glucose level was around 200 mg/dl and it was 160 mg/dl when she was discharged. The patient was hospitalized for 4 days. The patient was using an expired insulin cartridge at the time of the event.